Event description:
Clinician reported a cracked female luer that caused leaking on the floor and blood backed up to the filter. She observed the vertical crack were the 10ml bd syringe locks onto the luer. Vancomycin was infusing. The set was new and had been used for 30 mins to 1 hour. No pt harm reported. No additional pt or event info available.

Manufacturer narrative:
MFR's report date: 05/18/2011. (B)(4). Product evaluated and customer's experience of a leak from the female luer was confirmed. The female luer had a 0.559in 'l' shaped crack on it. The root cause of the crack could not be identified.